Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to t-wave oversensing (twos) post-venticular-sense, high-rate non-sustained episodes and pacing lead impedance variance in the last sixty days. The lead remains in use. No patient complications have been reported as a result of this event.